Event description:
It was reported that the left ventricular (lv) lead threshold was high at change out. The device was disconnected and reconnected with no change. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.